Event description:
Filter was placed 1 month prior. On (B)(6) 2012, images showed the filter had migrated and tilted. The hook was in the right renal vein and 2 of the secondary struts were in the left renal vein. The physician was able to snare the filter with some difficulty. No add'l procedures were required. No harm to the pt.

Manufacturer narrative:
Implant date unk as info was not provided by reporter. Investigation is in progress.